Event description:
On (B) (6) 2009, the patient was treated with the gore excluder aaa endoprosthesis for an abdominal aortic aneurysm. During implant, the physician experienced some difficulties advancing the device through the sheath. Following placement of the device, while removing the delivery catheter, the leading olive because separated from the catheter. The physician was able to pull out the leading olive using a snare catheter. The patient is doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.